Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 10-nov-2017 a field service engineer (fse) found that the z1-axis and sample needle assembly were dirty. The fse cleaned the z1-axis and applied some lubrication. The fse proceeded to run two trays of patient samples and quality controls without any further issues. The g8 instrument was performing within specifications. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2016 through (B)(6) 2017. There were two similar complaints identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 710 z1-axis error message is generated when an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most probable cause of the reported issue was due to a dirty z1-axis and build up on the sample needle assembly.

Event description:
On (B)(6) 2017 a customer reported getting random 710 z1-axis error message on the g8 instrument. The customer requested service in order to address the issue. On 10-nov-2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.